Event description:
It was reported during implant that the right ventricular (rv) lead could not be implanted after multiple attempts. The physician elected to use another lead and completed the procedure without issue. The patient condition was stable.

Manufacturer narrative:
The reported events were unable to implant and guidewire failure to advance. A complete lead, without a guidewire, was returned in one piece for analysis. The reported event of guidewire failure to advance was confirmed. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. The damage found was sustained during the surgical procedure. The lead was otherwise normal.